Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One powerpicc solo kit was returned for evaluation. An initial visual observation revealed no obvious evidence of use on the returned sample. A tactile evaluation was performed, and a slight bump was detected on the catheter surface between the 4 and 5 cm depth markings. No damaged was found within the stylet returned within the catheter. A microscopic observation revealed a small bump or deformation on the surface of the catheter. Possible contributing factors include damage during handle, storage, or use; however the exact root cause could not be determined. Therefore the cause of the damage is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025 at 8:40 the catheter placement instructor checked the integrity of the catheter before placing the PICC in the patient and found a tiny bulge in the catheter 4.5 cm from the root of the wing, the nurse had opened a new batch of catheter for the patient and reintroduced the catheter in the patient. No other information was provided.